Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she is having problems with accuracy of the sensor. Customer's sensor glucose was 50 mg/dl. Customer also stated that the she would get low glucose alerts and low threshold alerts when the blood glucose is not low. The blood glucose reading is 93 mg/dl. Nothing further reported.